Manufacturer narrative:
Follow-up # 1 (06/18/2013)-device evaluation: the test strips were evaluated on 06/10/2013 by lifescan product analysis. The reported complaint could not be confirmed. No issues were identified with the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter claimed obtaining blood glucose reading of 34 mg/dl with the subject meter and 70 mg/dl on another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.